Event description:
It was reported that the patient underwent a surgery for implant of an artificial cervical disc at c5-c6. Post-op, the patient reports a disc herniation below the implant level and disease to t1. Reportedly, a small herniation at c6-7 was diagnosed at the same time as c5-6. The patient is also reporting grasp problems and weakness in the arms down to the forearms and decreased sensation in the hands. A recent emg indicated the symptoms are originating below the hardware to t1. Patient is awaiting neurosurgical consult and thoracic MRI.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.